Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk), stage I in the left eye and trace dlk in the right eye one day post treatment. The topical steroid dosage was increased. The patient stated that the right eye was fine, but complained that he felt there was something in the left eye. There was no loss of best corrected visual acuity (bcva) reported.